Manufacturer narrative:
Part # 117170 is not distributed in the us; however, pn # 86550 is of essentially identical design and is distributed in the us. The sample associated to this report is expected to be returned for analysis. If the sample is received and significant information is identified, a summary of the results will be provided in a supplemental report.

Event description:
The caller reported that suction could not be performed during patient use. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.